Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:2017865-2021-09676. It was reported that the patient experienced chest pain after the implant procedure. Upon investigation, the atrial lead and the ventricle lead exhibited cardiac perforation. Both the leads were revised/replanted on (B)(6) 2021. Patient was stable.